Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer's blood glucose level was 150 mg/dl. Customer also stated that the reservoir compartment piece was missing. It was able to lock in place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Please disregard the initial report as it was submitted in error as a duplicate. The incident has already been reported under report number 3004209178-2019-73259.